Event description:
During a maxillofacial procedure involving vsp system devices, the surgeon was unable to achieve the intended occlusion using an implant provided by another company, requiring additional holes to be drilled in order to complete the operation.